Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula found the exposed portion to be damaged. This damage diverted fluid from the intended fluid path. It could not be determined when or how this damage occurred. Due to the observed damage to the soft cannula the device could not be adequately leak tested. Inspection of the fluid path and needle mechanism components found no evidence of any manufacturing defect that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined.

Event description:
It was reported, the patient's blood glucose level rose above 250 mg/dl, while wearing the pod between 4 and 24 hours. The pod was leaking insulin from the infusion site (arm). Causing the cannula to dislodge. Upon removal, the cannula was found to be bent. No treatment was provided.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm, the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming, the blue soft cannula is inspected for any damage.